Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was explanted and replaced with a different model.

Event description:
Follow up revealed that the patient's ipg was explanted due to reaching end of life. Therapy was restored post-op.